Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high shock impedance out-of-range greater than 125 ohms. No additional adverse patient effects were reported.